Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the device fractured during use. A different product was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g7, h1, h2, h3, h6, h10 visual examination of the returned product identified that the product was cycled one time. Cosmetic inspection confirms the product has fractured into 2 pieces at the handle and both pieces were returned. Device was submitted for further analysis. Analysis determined the fracture surface artifacts, and their orientation, are consistent with the bending overload failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.